Event description:
(B)(4). After essure was placed, I began to experience extremely heavy long periods with huge clots. I gained weight, began losing hair, pain during sex, during menstrual cycles and ovulation, headaches, bloating, facial hair, acne.